Event description:
The customer reported that the system failed to boot to a usable state and exhibited a non-recoverable loss of functionality. No pt serious injury or death was reported related to this event.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The loose connection on gib was evaluated and reseated. The voltage on workstation power supply was evaluated and adjusted to optimum operating voltage. The system was tested and found to be working as intended and returned to service.